Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant, the atrial and right ventricular leads had increased threshold and pacing failure. It was confirmed that both leads had dislodged. The atrial lead was repositioned without issue and remains in use. After repositioning the right ventricular lead several times, the impedance was high and undefined. When the lead polarity was changed it went back to an acceptable level. At that point, the physician suspected a possible anode coil fracture of the lead. The lead was explanted and a new lead was implanted with good impedance measurements. The physician also thought that possibly the device had moved which caused the lead dislodgements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation was cut at 46 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.